Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clips would not come out of the clip applier. When they did finally come out, they came out two at a time. Another ra320 was pulled to complete the case. There was no consequence to the pt.